Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the patient had an advance sling implanted on (B)(6) 2013. Following a revision of the sling on (B)(6) 2013 (refer to mfg report #2183959-2013-01210), it appeared the patient's level of incontinence remained worse than baseline and therefore another urinary incontinence device was implanted on (B)(6) 2013. No additional patient complications were reported.